Manufacturer narrative:
The customer did not return the product for investigation. Since no product was returned, the cause of the event could not be determined.

Manufacturer narrative:
The base unit was requested for an investigation; however, the base unit is no longer available to return as the customer has already replaced it.

Event description:
The initial reporter complained of an issue that occurred in the past with an accu-chek inform ii base unit. The date of the event is an approximation; the reporter stated the issue occurred one year ago. The customer alleged the base unit was not charging and the charging contacts of the base unit appeared "scorched" and "burnt."